Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluated. The visual inspection of the connection shield found that the foam was welded in the reverse position. Functional testing was performed and the device passed. The reported event of the sponge not being positioned correctly was verified. The cause was determined to be related to manufacturing as the sponge did not get properly loaded into the connection shield. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was not positioned correctly in a connection shield. The reported was unable to connect it to the transfer set as the thicker sponge was on the side where she supposed to connect the transfer set. This was noticed during set up with patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.